Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what part of the device broke during use: trocar main body but details are unknown; did any pieces fall into the patient: no.

Event description:
It was reported that during an unknown procedure, the device was damaged during use. Another device was used to complete the case. There were no adverse consequences to the patient.